Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone15.5 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been in the emergency room with hypoglycemia and low potassium on (B)(6) 2026. The patient's blood glucose levels declined to below 54 mg/dl while wearing the pod longer than 48 hours on the leg. Symptoms reported include convulsion. The paramedics were called and transported the patient to the emergency room. The paramedics treated the patient with 1 bag of dextrose intravenously and the patient was also treated with oral potassium. It was reported that the pod and sensor did not have any readings. The patient was released 4 hours later on the same day, (B)(6) 2026.